Event description:
Customer called to report a leak on the ion selective electrode drain block of the unicel dxc 600i access clinical system. On the following day, the field service engineer (fse) inspected the instrument and found a large piece of fibrin stuck in the waste valve. Immediately after the fse cleaned the valve, removing the fibrin in the process, the valve drained the waste. The fse then performed preventive maintenance procedures and ensured that the service performed effectively addressed the instrument issue. Customer stated that no patient results were generated; therefore, no patients were harmed. Customer stated no harm to instrument operators.

Manufacturer narrative:
(B)(4).